Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, vibrator assembly, and corrosion on the keypad traces. Unable to perform the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests, or verify operating currents due to blank display. No unexpected audio or vibrate/buzzing alarm noted. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that the device was exposed to moisture at the beach. Customer's blood glucose was unknown. Device started buzzing and had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.